Event description:
On (B)(6) 2022 a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 a caregiver noted that the peg tube was stuck and a buried bumper was suspected. In (B)(6) 2024 during a tubing replacement, a buried bumper was confirmed. The physician decided not to release it and not to change the peg tube since it was still working.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.